Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared an unspecified alarm. Customer experienced elevated blood glucose (bg) levels between 200-392 (mg/dl) and trace ketones and reverted to manual injections to address bg levels. Customer was driving at the time event was reported; therefore, troubleshooting with tandem technical support could not be completed. Recommendation was made to consult with their health care provider to discuss diabetes management.